Event description:
The following has been reported: staff reported that an infusion that was supposed to take more than 16 hours was completed in 2 hours. The solution was immediately checked to determine whether it had leaked or had been programmed incorrectly, but neither was the case. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.